Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving clonidine (5 mg/ml; dose unknown) and morphine (10 mg/ml at 15 mg/ml) via an implanted pump. The indication for pump use was pancreatitis and non-malignant pain. On (B)(6) 2016 it was reported that the patient had texted the physician about seeing codes 8474 (pump reset) and 8478 (safe rate in use) on his ptm (personal therapy manager) on (B)(6) 2016. No patient symptoms were reported. The pump had not yet been interrogated. The plan was to replace the pump on monday. Additional information was received on (B)(6)2016 and it was reported that the pump was replaced as the alarm was going off prematurely. Eos (end of service) was estimated at 22 months. It was indicated that the pump was being replaced prophylactically to avoid in-vivo battery depletion. A rotor and dye study were performed (dates and results not provided).

Manufacturer narrative:
Corrected information: conclusion code no longer appplicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis of the pump revealed pump battery high resistance. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.